Event description:
It was reported, that the right ventricular (rv) lead was capped/surgically abandoned, due to patient had a fracture, impedance greater than 2500 ohms. Coils remained unaffected. However, the physician still opted to do a whole new lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).